Event description:
Revision surgery - due to wear the surgeon performed a patella only poly swap.

Manufacturer narrative:
The reason for the revision was a poly swap after 6 yrs 7 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against the main contributor, first for this lot number. Patient wear as a definitive root cause for the poly swap could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Manufacturer narrative:
Hospital disposed the device.